Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was playing soccer and fell on the insulin pump. The insulin pump was alternating from white to black screens. Customer's blood glucose level was 140 mg/dl. The display was currently blank and did not return after troubleshooting. The insulin pump rattled when they shook it. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank-flashing white lcd due to cracked lcd controller on connector. We were unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and damaged keypad overlay texture.